Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an alarm 9 (overfill) after filling the cartridge with 200 units of insulin. Customer attempted to load a second cartridge and received another alarm 9 after filling the cartridge with 150 units. In addition, customer received multiple alarm 16's and the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level.